Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient had been wearing a pod for 16 hours their blood glucose level had rose to 260 mg/dl. The patient reports the pod was leaking during wear. Upon removal of the pod from the insertion site the pods cannula was found to be bent.